Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with o2 not available. The customer reported the device was not in use on patient.

Manufacturer narrative:
The biomedical engineer talked to the phillips clinical expert and they said that the oxygen connector on the back of the v-60 just had to be untightened, and release the back pressure that had closed off the high pressure valve. The clinical expert said that sometimes the pressure will build up and need to be released in order for the valve to open and allow oxygen flow into the v-60. The unit is working fine now.